Event description:
Boston scientific received information that during a follow up noise was seen on the right ventricular channel resulting in pacing inhibition with an unknown duration of asystole. The device's sensitivity was reprogrammed. The right ventricular lead information is not available at this time. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.